Manufacturer narrative:
The lot number for this product is available (lot number v09444). It is unk if the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of muscle deterioration in a (B)(6), male, pt, who rec'd super poligrip original denture adhesive cream (formulation number (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt stated super poligrip original denture adhesive cream (dental). At an unk time after starting super poligrip original denture adhesive cream, the pt experienced muscle deterioration, zinc increased, copper low, numbness in hand, loss of balance, "increased" abnormal heart rhythm, dizziness and off balance. The pt queried if the product contained zinc. This case was assessed as medically serious by (B)(4). Treatment with super poligrip original denture adhesive cream was continued. At the time of reporting, the events were unresolved. The MFR report number for this case is 9681138-2010-00169. Super poligrip original denture adhesive cream is manufactured in (B)(4).